Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the trs100sb2 device was being used during an unknown procedure on approximately (B)(6) 2021 when it was reported that ¿the bag broke during surgery on 2¿ there was no impact or injury to the patient. After further assessment it was found, time delay is not exactly known. An estimate of a 5 minute delay. A second bag from the same lot number failed and they had to wait while a different lot number was located and get it to the operating room. No fragments were left in the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the trs100sb2 device was being used during an unknown procedure on approximately (B)(6) 2021 when it was reported that ¿the bag broke during surgery on 2¿ there was no impact or injury to the patient. After further assessment it was found, time delay is not exactly known. An estimate of a 5 minute delay. A second bag from the same lot number failed and they had to wait while a different lot number was located and get it to the operating room. No fragments were left in the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
A visual inspection found the opened and used specimen bags were torn on the bottom of the bags leaving an open hole. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure (B)(4). Per the instructions for use, the user is advised the following: do not use the anchor tissue retrieval system if resistance is met upon deployment. Improper use of anchor tissue retrieval system may result in perforation of tissue and subsequent bleeding. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor tissue retrieval system by conmed. This issue will continue to be monitored through the complaint system to assure patient safety.